Manufacturer narrative:
(B)(4). This event occurred in (B)(6) .

Event description:
The customer received questionable elecsys toxo igg immunoassay and elecsys toxo igm immunoassay results for one patient. The elecsys toxo igm immunoassay is not sold in the united states nor is it similar to an assay sold in the united states. The customer used cobas e 411 immunoassay analyzer serial number (B)(4). In (B)(6), the patient had testing performed in another laboratory using quantitative chemiluminescent immunoassay and the result was "nonimmune". No specific data was provided. In (B)(6) , the patient was tested in this laboratory. The toxo igg result was 69.7 ui/ml (positive). On (B)(6) 2017, the patient was retested and the toxo igg result was 87.99 ui/ml (positive). Both samples were retested on a vidas analyzer on (B)(6) 2017 and the results were 2 u/ml(negative). It was unknown which results were correct for the patient of if any erroneous result was reported outside the laboratory. There was no allegation of an adverse event. The reagent used for the (B)(6) testing was 153879. The reagent lot used for the(B)(6)testing was 184992. The expiration dates were requested but were not provided. Review of the provided calibration data found the results for level 2 were below the expected range. Review of the provided qc data found all results were within the acceptable range.

Manufacturer narrative:
Samples from the patient were submitted for investigation and the customer's results were reproduced. The positive result for toxoplasma igg was correct for the samples. There was no device malfunction and the reagent performed within specifications.